Manufacturer narrative:
Date of event the exact date of the event was not reported. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The laser resonator was returned, and analysis found that there was no problem with resonator. It operated without issues. Found damage to the coupler gasket; however, this did not affect the operation of the resonator. The reported event of console did not start, cannot be confirmed. In addition, the service department performed service of the returned resonator by replacing the coupler gasket, desiccant packs and water fittings. The laser output power was calibrated, and the resonator was realigned and retested, and passed all testing. Based on the analysis results, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate procedure the console did not start. The patient was present and sedated when the issue with the console was noted and the patient was woken up without a procedure being completed.

Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate procedure the console did not start. The patient was present and sedated when the issue with the console was noted and the patient was woken up without a procedure being completed.